Event description:
There was resistance in the sl-10 microcatheter with 2 presidio coils. Initially, 3 coils were successfully implanted, and the presidio 10 (pc410062630/f59313) could not be inserted at the hub. Analysis of this coil revealed that the coil was damaged. Another presidio (pc410073030/f61978) then became stuck in the microcatheter and was safely removed without the need to remove the microcatheter. Analysis of this coil also revealed coil damage. After this, other non-codman coils were deployed. There was no serious injury or need for intervention as a result of the events.

Manufacturer narrative:
(B)(6). This is 1 of 2 mdrs submitted for patient identifier (B)(6). Complaint conclusion: the device was returned for analysis. The first secondary winding off the ball tip was severely damaged (kinked, stretched). The remainder of the coil was undamaged. The coil¿s socket ring had been pushed off to the side and down the outer sheath. The evidence suggests that distal interference contributed to the coil¿s resistance during introduction. The exact source of this interference cannot be determined; however, the evidence suggests that during introduction, there was a possible misalignment of the introducer sheath and the microcatheter¿s hub. In addition, without the return of the sl-10 microcatheter and the hemostatic valve used in the procedure, it cannot be determined if these components contributed to the complaint event. There was no evidence of a manufacturing issue related to the event; therefore, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.